Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at 7.5 v, 1.5 mv in both the unipolar and bipolar configurations. The lead was capped and replaced.